Event description:
The caregiver (cg) contacted global technical services (gts) regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The cg stated that they called the registered nurse (rn) and the rn told her to call baxter because they didn't know what to do. The technical service representative (tsr) had the cg press stop and go to get past the alarm and then reviewed last night's therapy. The initial drain volume was equal to 153ml, the cycle 1 ultrafiltration (uf) was equal to 4127ml, and the patient's fill volume was equal to 3000ml. The cg stated that the rn just changed the programming yesterday and they weren't sure that the home patient (hp) was empty when they got on the cycler. At the time of the call the last fill volume was set to 0ml and the initial drain alarm setting was set to 0ml. The cg would call the peritoneal dialysis registered nurse (pdrn) and let her know what the alarm meant and to discuss therapy for tonight. The supplies from last night had already been disposed of. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The nurse stated that she was aware of the event. The nurse stated that she saw the patient earlier in the week and they were doing fine. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was a false empty detected and a use error, as the initial drain alarm setting was inappropriately programmed. Additional information: the label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.